Manufacturer narrative:
The device was returned for investigation. The smiths label is intact. Aside from a service due message, there was no evidence of the reported failure in the event log. A visual inspection and functional test were performed, and the reported failure was replicated. The pump was found to be displaying "1310" error code. The internal real time clock lithium battery will be replaced. The root cause of the reported problem cannot be established. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the device alarms lec 1310. No patient injury was reported.